Manufacturer narrative:
This event was previously submitted on a summary report.  Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The sulu was received with a full complement of staples and the interlock was engaged. There were some staples protruding from the proximal end of the loading unit. Additionally, the cartridge cover was disengaged and missing from the cartridge. Functional testing was precluded due to the missing cartridge cover. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Replication of the engaged interlock may occur as a result due to improper loading of the cartridge. Replication of the disengaged cartridge cover may occur if an excessive force is applied to the cartridge. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, while firing the device locked and it was impossible to be used. No injury reported.